Event description:
It was reported that during an unknown procedure, while the operator was cleaning the device with surgical gauze, the blade detached outside the patient. There were no adverse consequences for the patient. Another device was used to complete the procedure.

Manufacturer narrative:
(B) (4).the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case failed testing. The meter was found to have lcd cracked. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter has a damaged display, it appears the numbers are not aligned. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.